Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI), section e initial reporter phone a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture,12-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all orders were not crossing over to the station. A technical support specialist (tss) completed full synchronization on the station, but the customer was not still able to view the patients. After station been changed to profile the customer confirmed that patients were crossing as expected. Following the profile change, the issue has been resolved. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all orders were not crossing over to the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all orders were not crossing over to the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.